Event description:
On 19-mar-2025, pentax medical became aware of an event involving a model eg-2990i, serial number (B)(6) video gastroscope in china within the apac region. During procedure, the biopsy forceps could not be inserted into the instrument channel of the endoscope. The user withdrew the endoscope from the patient's body and continued the examination using another endoscope. This event was reported to be caused by a cleaning brush that broke during reprocessing and clogged the instrument channel. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 24-mar-2025. 1. Patient's situation: q1: was there any harm or adverse effect experienced by the patient during or after the procedure? A1: no. Q2: did the patient undergo any additional tests or treatments (such as infection screening or prophylactic antibiotics)? A2: no. Q3: did the patient return home the same day? A3: yes. 2. Information on the brush used: q1: could you please confirm the type and size of the brush used for cleaning? A1: it was a single-use brush. No other detailed information about the brush. Q2: was a single-use brush reused in this case? A2: no. 3. Facility's reprocessing information q1: the reprocessing IFU typically includes a step to inspect the brush for any damage after cleaning. Was this step consistently followed at the facility? A1: yes. Q2: when this issue occurred, was the reprocessing staff able to confirm whether the brush was damaged? Do they remember the situation? A2: no damage for the single-use brush. 4. Facility's pre-use inspection information: q1: the endoscope operation IFU includes an item for inspecting the procedure channel before use. Was the pre-use inspection conducted as required? A1: yes. Q2: were there any abnormalities found during the pre-use inspection? A2: no. During pre-use inspection, the reprocessing staff failed to detect that brush bristles were lodged in the channel. This malfunction was found by the doctor while inserting accessories during use. 5. Acknowledgment of errors: q1: the brush bristles were found lodged in the procedure channel, which suggests that proper reprocessing was not carried out in accordance with the IFU. Additionally, since the bristles were not detected during the pre-use inspection, it indicates that the pre-use inspection was not performed properly as per the IFU. Am I correct in understanding that the facility has not acknowledged any errors in these procedures? A1: yes, it's correct for your understanding. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is operation channel clogged. This malfunction was found by the doctor while inserting accessories during use. Fortunately, no harm was caused to the patient, and the examination was completed using a backup device. A DHR review was performed for the affected serial number of the product, and no deviation or non-conformance was noted. Based on the investigation, a potential root cause of this failure is that brush bristles were stuck in the operation channel. It was determined that hospital staff did not notice the clog during reprocessing and pre-use inspection. It was also suspected that a single-use brush had been reused by the hospital. The device was repaired by a third party and returned to the hospital. The hospital was reminded not to reuse single-use brushes. Investigation completion and return date: 16-apr-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 28-nov-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 03-dec-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.